Event description:
Uneventful lithotripsy of medial ureteral stones (6-10) delivering 4600 shock waves at 85% for pt a, 5000 shock waves at 95% for pt b. Both pts were placed in the prone position for x-ray positioning. Both pts were stone free after two days. Both pts experienced petechial bleeding at the skin within an area of 4-5 mm. Complication 3 days post treatment: peritoneal inflammation. Surgical intervention was required 4 days post treatment for pt a. Surgical intervention was required 3 days post treatment for pt b. Both cases showed a hemorrhagic spot of 4 mm in diameter at the inner surface of the bowel and in both cases a 2-3 mm perforation of the intestine at the side adjuvant to the bowel was present. Both pts had an uneventful recovery.

Event description:
Uneventful lithotripsy of medical ureteral stones (6-10 mm) delivering 4600 shock waves at 85% for pt a, 5000 shock waves at 95% for pt b. Both pts were placed in the prone position for x-ray positioning. Both pts were stone free after two days. Both pts experienced petechial bleeding at the skin within an area of 4-5 mm. Complication 3 days post treatment: peritoneal inflammation. Surgical intervention was required 4 days post treatment for pt a. Surgical intervention was requried 3 days post treatment for pt b. Both cases showed a hemorrhagic spot of 4 mm in diameter at the inner surface of the bowel and in both cases a 2-3 mm perforation of the intestine at the side adjuvant to the bowel was present. Both pts has an uneventful recovery.